Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is going to pulmonary rehab and usually works out for 30 minutes. Customer's blood glucose went up when she went to her rehab session. Customer had a blood glucose level of 600 mg/dl. Customer took 10 units of insulin by injection but her blood glucose was still registering above 600 mg/dl. Customer's blood glucose went down to 573 mg/dl, 553 mg/dl, 488 mg/dl, 376 mg/dl, 279 mg/dl, and finally 256 mg/dl. Customer's current blood glucose was 230 mg/dl. Customer was sweating, had a slight headache, and was very dry due to the high blood glucose. Customer stated that she will monitor the pump.